Manufacturer narrative:
Follow-up #1: date of submission: 02/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: during investigation, there was one pump reboot observed in the black box. The pump was able to power on properly. The battery cap was able to fit for testing. The loss of power was not duplicated during investigation. The pump was exercised for 24 hours with no loss of power occurring. The pump was opened and there were no defects found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.